Event description:
It was reported that this lead was explanted as it exhibited failure to capture. Reportedly, when the lead was explanted, the cause of the failure to capture was not able to be determined. The lead is expected to be returned for analysis. There is no further information available at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted as it exhibited failure to capture. Reportedly, when the lead was explanted, the cause of the failure to capture was not able to be determined. The lead is expected to be returned for analysis. No additional adverse patient effects were reported. Additional information provided indicates the lead has been accidentally discarded by the health care facility, therefore, the lead is not expected to be returned for analysis.